Event description:
It was reported that 145 days after implantation of a taxus express2 3.0x32mm drug eluting stent, an in-stent stenosis occurred. The target lesion was located in the ostial and proximal section of the right coronary artery. No info was reported on the degree of stenosis before or after the placement of hte 3.0x32mm taxus stent. No info was reported on the calcification or tortuosity of the treated vessel. No info was reported on medication used during the procedure or pt complications. The pt presented 145 days after the original intervention with 90% in-stent stenosis of the ostial and proximal section of the right coronary artery. A 3.5x32mm taxus stent was deployed in the ostial and proximal section of the right coronary artery. A post intervention stenosis of 0% was reported for the right coronary artery. The pt was reported to have tolerated the procedure well.